Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited undersensing despite a sensitivity of 1.5 mv and a r-wave measurement of 4 mv. The ventricular amplitude trend exhibited a fluctuation in the r-wave measurements from 3 mv to greater than 12 mv.